Event description:
Company representative reported she applied 5050 cavilon advanced skin protectant to her inner arm and thigh as a trial. She reportedly experienced itching and initially and used otc oral benadryl and topical hydrocortisone for treatment. Three days after application to her inner arm she reportedly experienced contact dermatitis (itching and hives) and self treated with a medrol dosepack and otc hydrocortisone cream. The following day the reaction felt better but reportedly returned nine days later. She also reportedly experienced a contact dermatitis (itching and hives) three days after application to her thigh. She saw a dermatologist who reportedly diagnosed this as a reaction to 5050 cavilon advanced skin protectant. The dermatologist recommended benadryl (oral) 50 mg at night, allegra 180 mg every day x 2 weeks, and topical rx fluocinonide 0.05% cream for treatment. The rash was reportedly improving. She reportedly has sensitive skin, sensitivity to adhesives, a history of many allergies and has experienced hives to both pcn and latex..